Manufacturer narrative:
No package or photos were received; therefore the condition of the package is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combinations. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening it was discovered the glenosphere implant was not in the packaging.